Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer reports that upon opening, there are visible kinks along the catheter which render the catheter completely non-reusable. On (B)(6) 2013, the uvc was rec'd in an opened package in (B)(4). Per a visual inspection of the catheter, it was observed to be stretched, leaving the appearance of structural deformity and therefore has the potential for leakage.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.